Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in emergency room with cardiac arrest. The patient was given paramedic trip to emergency room, external shock, and chest compression during the visit. Upon review, the implantable cardioverter defibrillator was in back up vvi (bvvi) mode with disabled backup defibrillation. Bvvi recovery was attempt unsuccessfully. It was noted that the patient was last seen on (B)(6) 2011 and the record indicated approximately 4.5 years of project battery longevity. The patient was unstable and unresponsive the entire time. The physician and family decide to discontinue life saving measures.